Event description:
It was reported that the liner wouldn't fit inside the cup. In the process of inserting, the acetabular wall was fractured. As a result, the patient will need to undergo another procedure to correct the adverse event. No further intervention has been reported to date. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00875304401 item name 44mm o.d. Size ee porous uncemented with cluster holes shell use with ee liners lot # 66137592, (B)(6), item name trilogy bone scr 6.5x15 lot # j7733806, (B)(6), item name trilogy bone scr 6.5x25 lot # j7758932, (B)(6), item name trilogy bone scr 6.5x20 lot # j7680223. G2: foreign: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h3; h4; h6. The liner has scratches, nicks, and gouges are present on the external high wall, tapered surface, and outer diameter, the internal surfaces of the liner have scratches and gouges. Product featured and diameter were measured for the shell and liner and found to be within specification. Due to the damage the assembly issue could not be checked. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.